Manufacturer narrative:
Additional information received from the local field representative indicated that a chest x-ray was performed and there were no abnormal findings identified. The physician planned to follow-up with the patient in approximately three months. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered the lead safety switch (lss) due to a low pacing impedance measurements less than 200 ohms with another manufacturer's right ventricular (rv) lead. The pacing lead impedance had previously been stable at 500 ohms. There were also multiple non-sustained ventricular tachycardia (nsvt) episodes that indicated noise. The device was programmed back to bipolar configuration after being changed to unipolar from the lss. Intrinsic sensing and pacing threshold measurements were within normal limits. Intermittent noise was able to be reproduced with isometrics. It was reported that this patient is not pacemaker dependent. No adverse patient effects were reported.